Manufacturer narrative:
(B)(4). This report for a system error (se) 2240 alarm was not confirmed due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was due to a leak in the disposable at an unspecified location. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during therapy. The patient was not at home and got the system error earlier. The patient did find fluid all over the floor, and it was unknown where it came from. Gts reviewed the error with the patient. Product surveillance contacted the patient who explained that she did not disconnect any time prior to the error. The patient stated, the error occurred in the middle of the night. The patient disconnected after the error and did not reconnect. The patient stated that in the morning, she did not take down the set and just left the house. The patient stated when she returned, there was fluid all over. The patient did not know where the leak came from. The patient stated she discarded the samples and could not provide the lot information. The patient stated she had resumed therapy on the hc without any problems. Product surveillance also advised the patient to notify their nurse. No injury or medical intervention was reported.